Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of fatigue ('fatigue') in a 53-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethropexy, carpal tunnel syndrome, adenomyosis, arterial hypertension, ocular myasthenia and extrasystoles. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required) and arthralgia ("multiple joint pain"). The patient was treated with surgery (total hysterectomy via laparoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and fatigue with essure (ess205). The reporter commented: the defective sample was available. The case had been reported to the health authorities in france. Essure was removed on patient's request. Principal reason of the removal: multiple joint pain and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation. After internal review, essure insertion date was amended. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of fatigue ("fatigue") in a 53-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethropexy, carpal tunnel syndrome, adenomyosis, arterial hypertension, ocular myasthenia and extrasystoles. In 2017, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required) and arthralgia ("multiple joint pain"). The patient was treated with surgery (total hysterectomy via laparoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and fatigue with essure (ess205). The reporter commented: the defective sample was available. The case had been reported to the health authorities in france. Essure was removed on patient's request. Principal reason of the removal: multiple joint pain and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new reporter added. Date of birth, height and weight received. Other relevant history added. Essure insertion date updated. Principal reason of the removal: multiple joint pain and fatigue. No follow up 6 or more months following essure removal was performed no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional, and describes the occurrence of fatigue ('fatigue'). In a 53-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: urethropexy, carpal tunnel syndrome, adenomyosis, arterial hypertension, ocular myasthenia and extrasystoles. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required) and arthralgia ("multiple joint pain"). The patient was treated with surgery (total hysterectomy via laparoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and fatigue with essure (ess205). The reporter commented: the defective sample was available. The case had been reported to the health authorities in france. Essure was removed on patient's request. Principal reason of the removal: multiple joint pain and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.6 kg/sqm. Quality safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced arthralgia ("multiple joint pain") and fatigue ("fatigue"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy via laparoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure (ess205). The reporter commented: the defective sample was available. The case had been reported to the health authorities in (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.